Event description:
The user facility reported the 80-year-old male patient had a cp pump support placed during CPR for support due to myocarditis or pericarditis. The pump was placed while undergoing CPR but, the patient expired from pulmonary hemorrhage and cardiac tamponade. It was thought that CPR caused pulmonary hemorrhage and cardiac tamponade, and the death had no relationship to impella pump use. However, there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and ventricle perforation has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral: clinical details report that pulmonary hemorrhage occurred as a result of cardiopulmonary resuscitation (CPR). Product was not returned for investigation and data logs are not relevant to the complication. Since clinical details report that the injury occurred due to CPR, the root cause of the vascular damage was determined to most likely be a use issue. Ventricle perforation: clinical details report that impella was inserted while CPR was being done. As a result of CPR, a cardiac tamponade occurred. Data logs were reviewed, and there were no positioning alarms during the case. Product was not returned for investigation. Based on the clinical details provided that the cardiac tamponade was a result of CPR, the root cause of the ventricle perforation was determined to most likely be a use issue. B3 date of event was erroneously entered on the initial manufacturer device report number: 1220648-2025-27386.